Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a high capture threshold was observed on the left ventricular (lv) lead. Dislodgement was confirmed. The lv lead was deactivated to resolve the event. The patient was stable and there were no adverse consequences.